Event description:
The customer reported to olympus, the visera elite video system center had no image when the camera was plugged in. The issue was found during preparation for use for a therapeutic procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to the video socket connector which had a defective locker and bent pin that didn¿t secure the scope video cable due to wear. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, it was presumed that buckling of the video connector pin resulted in no image, leading to a delay in the procedure. However, the components were not sent to the olympus manufacturer site (shirakawa), for farther analysis; therefore, the factors of buckling could not be estimated. Olympus will continue to monitor field performance for this device.